Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 199 failure code. This condition had the potential to interrupt delivery. The event was reported to have occurred during power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, with baxter (B)(4), it was determined that the device did not incur the malfunction as was initially reported.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.